Manufacturer narrative:
Additional information: section d: d3: manufacturer address and phone number updated from initial submission. Section g: g1: contacting office-manufacturing site address and phone number updated from initial submission. Correction: section b.: b1: adverse event and product problem selected. The patient experienced bone loss which should meet the guidelines of a serious injury. Section h: h1: serious injury selected as the complaint meets the guidelines of a serious injury. The device investigation has been completed and the results are as follows: device history record (DHR) results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria specified in the production router. Stock product results: the complaint could not be verified, and there were no nonconformities identified. Returned sample(s)/ device results: the returned abutments were confirmed to be ti. Abut. 4.5 mmh, ne, compatible with: zimmer dental screw-vent 4.5 mm through physical inspection and the original unopened packaging. One abutment was dimensionally inspected and physically fit-checked with the OEM analog and the corresponding screw ((B)(4)) that was complained about. No fit issues were discovered. Investigation results: the returned part was inspected and evaluated visually and in comparison with the DHR. No evidence indicates that the complained part was defective as packaged. The part met all the criteria specified in the production router. Root cause: the complaint could not be verified.

Manufacturer narrative:
The dentist reported a patient had implant failure to osseointegrate after 1 or 2 weeks period, and there was a ridge width issue and that the dentist "blew out the ridge". No weight of the patient was given. The patient had bone type iii and no pre-existing conditions, but experience general bone loss. There was no serious injury or harm to the patient. The returned product and DHR were reviewed. No defect and non-conformity were observed with the product. The DHR showed no discrepancies or related issues. Osseointegration has been shown to depend on the type and volume of bone available at the site of implantation. Failure to osseointegrate is an inherent risk in implant surgery and occurs in 2-8% of all implant cases according to published literature. Although the root cause for the failed implant complaint is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. However, established biocompatibility studies have shown that implant materials or manufacturing techniques are not cause for implant failure or infection.

Event description:
It was reported implant failure to osseointegrate after 1 or 2 weeks, and there was a "blew-out ridge" and a ridge width problem. The patient had bone type iii and no pre-existing conditions, but experienced general bone loss.